Event description:
It was reported that the alarm 113 (reduced water temperature control) message kept showing on the screen in an arctic sun device. Per review of wo on 29oct2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, they had to cancel this wo, the customer needs a new temperature cable, and the am requested one to be sent directly to the customer.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Alarm 113 (reduced water temperature control) message kept showing on the screen in an arctic sun device. Per review of wo on 29oct2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, they had to cancel this wo, the customer needs a new temperature cable, and the am requested one to be sent directly to the customer. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: b, e, f, h. Initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name: (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 (reduced water temperature control) message kept showing on the screen in an arctic sun device. Per review of wo on 29oct2024, device was used on patient. No patient identifiers available, no patient impact reported.